Event description:
Panther fusion plus: clinician contested a qhiv (ml 894003) result as a false positive for sid (B)(6). Logs were uploaded. Ts review found the amplification curves for the calibrator and controls to be okay, with a small amplification in the fam channel for the negative control but within acceptable range. Sid (B)(6) had amplification curves that showed an ltr baseline bump issue, with fam showing no amplification. No hardware issues were identified. Customer was using instrument sw 7.2.7.2 and assay qhiv sw 5.3.5.1. Customer confirmed patient was on anti-retroviral therapy for hiv and had been in treatment for a while, which is part of why the result was contested. Customer said the sample was not retested, because customer had a negative result recently and had been stable and having negative results for a while, plus a subsequent negative result after the contested result. Customer did not communicate the positive result to the patient. Customer said any new tests for the patient will be in 6 months. Ts advised customer this was an isolated issue. A risk assessment was performed, which assessed the risk of a false positive hiv-1 diagnostic result and over-quantitation of hiv-1 viral load. It found the overall residual risk to be broadly acceptable, due to a severity rating of minor (2) and a probability rating of improbable (1). An anomaly was observed in the ltr (hex) channel. Low initial fluorescence was observed, followed by a sharp rise in hex rfu observed early in the amplification cycle before returning to the baseline level. The rise in rfu was sufficient to cross the threshold for ltr detection with a time of 4.9 minutes. This is known as an ¿ltr bump¿.

Manufacturer narrative:
Hologic reviewed the panther system logs and noted that worklist ID (B)(6) was valid with no errors or anomalies detected in the amplification curves for the calibrators and controls. The ltr (hex) amplification curve for sample ID (B)(6) exhibited an atypical low baseline fluorescence in the ltr (hex) channel. This low fluorescence returned to normal early in the assay process. As a result, the software produced a high titer result for this sample. A risk assessment was performed. The patient was known to be hiv positive and was on long-term anti-retroviral therapy. Over-quantification of hiv viral load may lead to a change in antiretroviral therapy (art) or unnecessary initiation of art treatment. However, according to the european aids clinical society guidelines: ¿the complete arv history with hiv-vl, tolerability issue, cumulative genotypic resistance history and/or phases of viremia on previous regimens with the potential of resistance development should be evaluated prior to any drug switch¿. The physician questioned the result, and the next sample showed an hiv-1 not detected result. No change in therapy or adverse patient impact was reported to hologic.